Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported the pt developed an infection. The cervical area was opened to check the system. The titan anchor had broken, and the lead dislodged easily and came out. The primary site of the infection was in the lead track and device pocket. The pt did not have meningitis. The symptoms of the infection were redness, swelling, and pain. The pt was treated with total system explant and IV antibiotics. The infection resolved. Reference MFR report #3004209178-2007-02372.